Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture, capsular contracture, anxiety-product/procedure and pain was received on (B)(6) 2026, with lot number 2270623. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - pain: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported "capsular fibrosis and complete implant rupture. Severe pain before and after the operation. Restrictions in everyday life lasting several weeks. Loss of several days of vacation to perform the surgery, aftercare, and recovery. Significant emotional and psychological distress due to the health risk of a destroyed implant". This record is for the right side. Device was explanted and will be returned.

Manufacturer narrative:
Clarification to d.6a: only year of 2012 was provided. Date defaulted to 1/may/2012 based on manufacturing date of device. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported "capsular fibrosis and complete implant rupture. Severe pain before and after the operation. Restrictions in everyday life lasting several weeks. Loss of several days of vacation to perform the surgery, aftercare, and recovery. Significant emotional and psychological distress due to the health risk of a destroyed implant". This record is for the right side. Device was explanted and will be returned.